Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with "failure clamp line"; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with "failure clamp line" was not confirmed by baxter personnel. The root cause of this condition was not determined. Therefore, there were no repairs performed on this device.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.